Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "alarm history showed 9 system error 7 subcode 29 alarms all issued within the same minute. He states that the bedside nurse watched the iabp do a screen reboot without pause to pumping. Iabp touchscreen / hard keys remained operable with no freezing or lagging noted". As a result the pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".